Event description:
It was reported that during the implant procedure the stylet was stuck in rv (right ventricular) lead. The lead was removed and a new lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.